Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt programmer and charger are failing to communicate with the ipg, and stimulation has ceased. The pt does not recall when she last received stimulation or charged her ipg, but she reported she last used the sys several months ago. A new charger has been sent to the pt. F/u on the pt found that she has not attempted to use the replacement charger yet. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.